Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the foreign material was black silicone rubber. Silicone rubber is used in various types of medical equipment and devices, such as packing of a/w-valve, packing of water supply tank port, and attachment part of injection tube. It's likely the rubber piece entered pipe by its breakage/deterioration/falling off, which led to blockage of nozzle. However, a definitive root cause of the issue could not be determined. The legal manufacturer confirmed reprocessing was conducted in accordance with the instructions for use (IFU). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in nozzle. There was no patient involvement.